Event description:
A neurologist reported to our consultant that about two weeks ago, his handheld stopped holding a charge. The physician has tried multiple outlets, and the consultant used his ac power adapter, but neither of these things resolved the problem. Multiple hard resets did not resolve the issue either. The handheld is being returned for analysis.

Event description:
The handheld was returned for analysis. The dell x50 handheld computer was received with an ac adapter, serial cable, v7.1 flashcard, v7.1 software installed, and with the main battery depleted. It was reported that it would not hold a charge. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the main battery were noted during testing. During the analysis it was identified that the lock button was in the locked position. The lock button disables the buttons on the handheld. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications.